Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with staphylococcus positive blood cultures and sepsis. The patient was treated with antibiotics however blood cultures continued to test positive. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.